Manufacturer narrative:
(B)(4)

Event description:
The patient father contacted dexcom on (B)(6) 2014 to report transmitter failed error on (B)(6) 2014. The patient fatherdid not report any injury or medical intervention.